Manufacturer narrative:
A1-a6: patient information not provided. D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the centrimag console rpm dropped to 0 unexpectedly. It was unsure whether the issue was motor or console related.

Manufacturer narrative:
Section d5: operator of device corrected sections d3 and g1: corrected section g8: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-202x-xxxxx. The MFR number should have been fei-based with the 10-digit fei being 3003306248. Section h6: health effect - impact code and medical device problem code corrected sections h5 and h8: corrected for reusable medical device manufacturer's investigation conclusion: the reported event of the motor speed dropping to zero revolutions per minute (rpm) was confirmed via analysis of the log file; however, the reported event could not be reproduced during testing of the returned centrimag motor (serial number: l05834-0017). A log file was downloaded from the returned centrimag console, and data from the reported event date of (B)(6) 2024 was reviewed. The log file captured a system shutdown event at 09:57:26. Prior to the system shutting down, the motor was operating at a speed of 3500 rpm without any issues. The system was then powered on at 10:05:48, and upon powering the system on the motor speed was observed to be at 0 rpm. The system was observed to have been manually shutdown on (B)(6) 2024 at 10:10:46 and removed from patient use. The returned centrimag motor was evaluated by service depot alongside known working test centrimag equipment and connected to a mock circulatory loop for several days without any issues or atypical alarms produced, including when the motor¿s cable was manipulated. A full functional checkout was performed and the returned motor passed all steps of testing without any issues. The serviced and tested motor was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis the device history records were reviewed and the records revealed that the centrimag motor, was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual, section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor and flow related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.